Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, the product was not defective. The surgeon attempted to attach an eea2535 to the 25mm orvil, which will not mate with a non-xl eea. They did not have the correct xl instrument to attach in the hospital. The patient was closed (surgical procedure unknown). The patient returned to the or at a later date (date unknown) to complete the case. The reoperation was completed without issue. The hospital's contention is that the orvil/eea packaging was not labeled well enough to make sure that this did not occur. There was a delay over 30 minutes. Follow-up questions have been sent to obtain additional information.